Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a burning sensation over the battery and the incision in between the shoulder blades. The sensation started six months ago and had occurred once a month, but over the last couple months had been consistent. The patient turned off the implantable neurostimulator and the burning sensation stopped. It was also reported that there was something sticking out of the patient's back that could be moved back and forth. This started a few months back. The patient had an appointment scheduled for (B)(6) 2011. Additional information received reported that the patient had been seen on (B)(6) 2011. Impedances were normal save one contact, which had been programmed around. The patient was reprogrammed and the burning sensation did not immediately happen with therapy. The patient was advised to contact her hcp if the burning sensation reoccurred. Additional information has been requested, but was not available as of the date of this report.